Event description:
A nurse in md's office reported meter to lab test comparison for pt. She stated that pt's meter read '66'mg/dl (capillary) and venous lab test was 144mg/dl. Pt did not have any symptoms. A control test result was reported as 71, low out of range. During follow up with meter owner, a control solution test was stated as 6.7 (mmol/l, 5.1-7.6) or (91-136). The meter was set in mmol/l. The reported comparison test would have been 119 vs 144mg/dl. Assisted subject in setting meter correctly; explained differences. Reviewed test techniques. No harm was alleged.